Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the drive wheels have come off to the tbm. The dealer received a new motor and stated once they delivered the chair the motor fell off on the right side.